Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level over 400 mg/dl. The customer experienced no symptoms at the time of the event. The customer did not state how they treated the high blood glucose. Customer reported an insulin flow blocked alarm. Troubleshooting was provided. The customer reported large air bubbles near quick release. Infusion set was switched to resolve air bubbles. Troubleshooting for insulin flow blocked alarm was not complete. The insulin pump will not return for analysis. Auto mode feature was not in use.